Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2011; 5076-52 lead implanted: (B)(6) 2009. Product event summary: the partial lead analysis was performed and no anomalies were found visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) for sensing integrity counter (sic) and noise. A fracture was suspected on both the pace/sense lead and the chronic rv lead used for high voltage therapy. It was also reported that the right atrial (ra) lead exhibited noise. Testing was unable to determine the oversensing. Both the rv leads and the ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.